Event description:
Reporter alleged obtaining a discrepant blood glucose result of 123 mg/dl back to back with a result of 312 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she could not find the strip vial, and so no product will be returned for eval.